Manufacturer narrative:
The reported malfunction of "unable to pace" was observed and attributed to a system interconnection cable that was not properly seated to a connector. The cable was reseated to correct the reported problem. The reported malfunction of "poor pad contact" message was observed during review of the device activity logs. However, the electrodes were not returned for evaluation and the reported problem could not be duplicated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to pace and the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.